Event description:
Hcp reports that at implant, the catheter broke at insertion at exactly the same place as 2 previous catheters. "3 - 8711 in a row was cut off by very experienced neurosurgeon without influence of a touey needle." It is reported that a piece of the catheter remains in the patient's body.